Event description:
The facility reported a colleague infusion pump with failure code 500:320. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 500:320 was confirmed during event history log review. The operator of the device pressed the "key 2" more than 50 seconds which cause the reportable condition. There was no repair required to fix the reported condition because the condition couldn't be reproduced and the pump was operating according to specification during product evaluation. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced for the reported condition prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.